Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the voltage from power supply 1 (ps1) was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the first spin was they acquired with no issues. However, when they tried to take a post-op spin, the system would not acquire images. They reboot the image acquisition system (ias), and it booted into standalone mode. They rebooted again and the system went into 2d mode, but could still not acquire images. Another imaging system was used to confirm screw placement. There was a reported delay of 10-20 minutes but no patient impact on patient outcome. (B)(6) 2020 it was reported that there were no unused spins.